Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer's blood glucose was 422 mg/dl. Customer resolved no delivery by changing infusion set and found that cannula was bent. Customer was hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer was hospitalized due to slight diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump and insulin pump passed the high pressure test. Customer was advised by healthcare professional to change infusion set size and to change site due to scarring. Customer was advised that infusion set would be replaced.